Event description:
At time of pick up a citadel plus bed frame by an arjo representative, it was observed that the side rail panel was detached from the side rail mechanism. No injury was reported.

Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Manufacturer narrative:
At time of pick up a citadel plus bed frame by an arjo representative, it was observed that the side rail panel was detached from the side rail mechanism. There was no information if any patient was involved when the issue occurred. No injury was reported. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with side rail condition, it was mechanically damaged. Based on photographic evidence provided the screws holding the side rail panel to the side rail mechanism were pulled out. According to citadel plus instruction for use (831.374) the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. To conclude, the side rail was damaged and from that perspective the citadel plus bed did not meet the performance specification. It is unknown if any patient was involved because the circumstances in which the issue occurred are unknown. No injury was reported. The complaint was decided to be reportable due to the side rail detachment.